Event description:
Customer reported that the stopcock popped out of its holder resulting in a misplacement of the attached transducer. The new icp reading was not consistent with patient symptoms. It was also reported that there were no adverse consequences to the patient. The complaint sample has been discarded by the hospital and the lot number is unknown.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded by customer.